Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported condition. The unit passed extended self-testing and no parts were replaced.

Manufacturer narrative:
Covidien reference number (B)(4).

Event description:
It was reported that during patient use, the touch screen on a 980 ventilator was unresponsive. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.